Manufacturer narrative:
H10: per additional information from the customer, reprocessing and leakage testing was performed without problems and the subject device was reprocessed before it was sent to olympus. It is unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the air/water (aw) tube had foreign material, and the air/water (aw)-cylinder had foreign material due to insufficient reprocessing. Additionally, the flexibility adjustment ring had a scratch. The grip had a scratch. The switch box had a scratch. The knob had a scratch. The scope connector (sc) cover unit had a scratch. The circuit board unit in the scope connector (s-connector) had corrosion due to water leakage. The plug unit had corrosion due to water leakage. The cable unit had corrosion due to water leakage. Due to corrosion on the plug unit, ab30(scope communication err) occurs. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The plastic distal end cover (c-cover) had a scratch. The bending tube was deformed. The. Adhesive on the bending section cover (a-rubber) had a crack. The connecting tube had coating peeling. The universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope experienced white/red/black spots on the monitor. The event was identified during preparation for use. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the air/water (aw) tube had foreign material, and the air/water (aw)-cylinder had foreign material. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.